Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 300 mg/dl.